Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons required multiple hard presses to elicit a response. The reporter denied damage to the keypad and noted the rubber was very thin. The patient reportedly wore the pump in a case attached to a belt and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under the down and contrast key contacts.